Event description:
It was reported that during a remote monitoring session, an inappropriate shock was noted from this subcutaneous implantable defibrillator (s-ICD) in the alternate sensing vector. Technical services indicated the shock was most likely delivered due to t-wave over-sensing and variable rate morphology. In-clinic assessment was recommended. At this time, the s-ICD electrode remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced a slight rhythm morphology change during high heart rates. This resulted in over-sensing and a stored untreated ventricular episode. Boston scientific technical services (ts) was contracted and it was discussed that the patient had received an inappropriate shock in (B)(6) 2021 for a similar event. It was recommended to perform an in-clinic assessment to evaluate programming options at higher ventricular rates. In 2023, during a remote monitoring session, an additional inappropriate shock was noted from this subcutaneous implantable defibrillator (s-ICD) in the alternate sensing vector. Technical services indicated the shock was most likely delivered due to t-wave over-sensing and variable rate morphology. In-clinic assessment was recommended. The physician elected to explant and replace the s-ICD system with a transvenous system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system was not returned for analysis.